Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 177 warning was found in the black box due to normal battery wear. The battery compartment was cracked at the threads on the side, and below the grip pad. The returned battery cap was undamaged and fit. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no intermittent conditions to the printed circuit board or continuous glucose monitoring module. The short battery life complaint was unable to be duplicated.